Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was reported that the customer had high blood glucose levels of 13.2 mmol/l and 15.7 mmol/l . It was reported that the customer was treated via insulin injection by nurse. It was reported that the insulin pump received insulin flow block alarm. Troubleshooting was performed. The customer was advised to change the infusion set. Product is not expected to return for analysis.